Event description:
As reported by the user facility: customer called to report that a free flow incident happened with the pump in the ICU unit. Serial #(B)(4), potassium, rate volume - minimal, piggyback at 50 ml with a volume of 100 ml. Unk length of time it ran - nurse manager stated "seconds." States they're basing this on the volume left in the bag. Incident date: (B)(6) 2013, no pt injury - it didn't reach the pt, they noticed it immediately and swapped out pumps. Ref MFR report: 9610825-2013-00121.